Event description:
The healthcare provider (hcp) via the representative reported the consumer had indicated that they would make changes to the settings up to 2.6 v, turn off stimulation and turn stimulation back on, and would see the stimulation at 1.5v. This issue began (B)(6) 2016. Troubleshooting performed prior to the call included the nurse confirming that the patient was on program 1 all of the time. Possible causes for the issue was reviewed with the representative. The representative was to meet with the patient. No symptoms were reported.